Event description:
The customer did not specify the nature of the problem. There was no pt injury reported. Eval for the returned product shows that the unit powered on, but there is no alarm tone when the pressure is taken off the sensor pad.

Manufacturer narrative:
(B) (4). Customer did not specify the nature of the complaint. Results: eval for the returned product shows that the unit powered on, but there was no alarm tone when pressure was taken off the sensor pad or when the sensor was disconnected. During testing, the fail-safe feature and control buttons did not work. (B) (4).